Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrence left inguinal hernia and possible dissociation of mesh in the lower abdomen. The procedure performed was preperitoneal exploration and repair of recurrent left inguinal hernia as well as reinforcement of right inguinal region with mesh and diagnostic laparoscopy. The patient experienced surgical revision. Further details will be supplemented.